Event description:
Reportable based on device analysis completed on 16feb2026. It was reported that shaft kinked and balloon leak occurred. The target lesion, an 80% stenosis in a non-tortuous and moderately calcified right superficial femoral artery, was treated using a 5x150 mm, 150 cm ranger balloon catheter. During inflation, resistance was noted upon reaching nominal pressure, and contrast leakage was observed under angiography. The balloon was immediately withdrawn, the balloon and observed a kink in the delivery shaft at the location of the balloon body. When the device was inflated outside the patient, additional fluid leakage from the balloon was confirmed. The procedure, performed for an occluded lesion with moderate diffuse calcification and intermittent claudication, was successfully completed using another device of the same device. No patient complications occurred as a result of this event. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The ranger device was returned for analysis. A visual examination identified that the balloon had been subjected to positive pressure. A leak test identified a pinhole in the balloon material confirming the device leak. The shaft of the device was found to be kinked confirming shaft damage. An examination of the tip and markerbands found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: upon receipt at our post market quality assurance laboratory, this ranger (dcb) device was examined. A visual examination identified that the balloon had been subjected to positive pressure. A leak test identified a pinhole in the balloon material confirming the device leak. The shaft of the device was found to be kinked confirming shaft damage. An examination of the tip and markerbands found no issues. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger (dcb) device confirmed that the event of shaft -kinked and balloon- leak were a known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient condition.

Event description:
Reportable based on device analysis completed on 16feb2026. It was reported that shaft kinked and balloon leak occurred. The target lesion, an 80% stenosis in a non-tortuous and moderately calcified right superficial femoral artery, was treated using a 5x150 mm, 150 cm ranger balloon catheter. During inflation, resistance was noted upon reaching nominal pressure, and contrast leakage was observed under angiography. The balloon was immediately withdrawn, the balloon and observed a kink in the delivery shaft at the location of the balloon body. When the device was inflated outside the patient, additional fluid leakage from the balloon was confirmed. The procedure, performed for an occluded lesion with moderate diffuse calcification and intermittent claudication, was successfully completed using another device of the same device. No patient complications occurred as a result of this event. However, returned device analysis revealed a balloon pinhole.